Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that on an unspecified date when the physician opened the comparison study, the study initially was displayed on the correct monitor. However, within a second, the study independently moved to a different monitor. To get the monitor to display the correct studies, the physician created a work around. There was no reported adverse event to a patient. However, studies being moved to a different monitor without the physician being aware has the potential to lead to an incorrect diagnosis and/or treatment.

Manufacturer narrative:
An investigation (upax-3804) was conducted by the merge development team and determined that when the primary montage is toggled on, the comparison does toggle between the comparison images and comparison montage on the single right monitor, which is the expected behavior. Based on the customer's allegation, a new feature was added called multipanelpriors. This feature allows for viewed prior exams to span multiple image panels in the exam view layout. Where is feature was added, implementation did not account for the proper comparison montage panel layout. The candidate version to fix this issue is 11.1.2 where viewing the montage for a comparison exam no longer places the comparison montage over the primary exam.